Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right tkr dr (B)(6) hospital (B)(6) 2018 primary (B)(6) 2015 for right tkr this is patient's first revision: presented to surgeon with pain?infection? Aseptic loosening. All primary implants and bone cement revised and proceed to revision right tkr. Male patient (B)(6) years old.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary:no device associated with this report was received for examination. Review of the device history records did not reveal any manufacturing deviations or anomalies. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.